Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that: avalign technologies-nemcomed manufactured the holding sleeve-long for matrix, p/n 03.632.036, and lot #6746387 on po #(B)(4), for (B)(4) pieces delivered december 12, 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 9, 2011, and synthes final inspection sheet # (B)(4), revision ¿p¿. The parts were released to the warehouse on december 16, 2011. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The holding sleeve-long for matrix was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on july 12, 2011. A product evaluation was performed. The investigation of the complaint articles indicates that the: this complaint is confirmed. This complaint condition was likely caused by off-axis application of the screw:sleeve interface or force applied while the sleeve was not fully seated in the screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threading came apart from the matrix slevee. This happened when the surgeon was trying to re-engage the holding sleeve to the screw after the screw had been placed in the patient. No pieces of the holding sleeve broke off. Patient was not affected and there was no delay in surgery. Surgery continued using the second holding sleeve.this is 1 of 1 report for (B)(4).

Event description:
It was reported that the threading came apart from the matrix sleeve. No further information is available at this time. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. Device is an instrument, not implanted or explanted. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.